Manufacturer narrative:
The manufacturer has investigated the batch records and the returned products from the actual lot, and performed a through investigation by means of scrutinizing all steps in the manufacturing process. The manufacturer has concluded that this type of catheter damage could not occur in the manufacturing process. The manufacturer has reviewed historical incident data for past 10 yrs and is not aware of any other complaints for the lofric hydro-kit family, describing a similar event. At this point, the manufacturer therefore consider this to be an exceptional, isolated case, and cannot find any possible explanation for the defect catheters. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The patient experienced problems while performing intermittent catheterization. The patient reports that she has experienced pain, high temperature and urinary tract infections. The patient went to hospital and a cytoscopy was performed where broken urinary catheter tips were discovered and subsequently removed from the bladder. The patient was discharged from the hospital the same day, given a low dose of antibiotics for prophylaxis to use for 5-6 months and also reports taking pain medication after the cytoscopy. The patient reports that she since the discharge she is using foley catheters, and according to the doctor´s advice she can perform intermittent catheterization or use the foley catheter as an indwelling catheter.